Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from the patient's wife that approximately 12 years 9 months post implant of this aortic bioprosthetic valve, the patient died. The patient's wife stated that the patient "may have passed away because his heart valve was beginning to fail." The cause of death is unknown.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.